Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication or allegation of a product malfunction contributing to the patient's death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was found unresponsive in his bathroom by his wife. Review of the downloaded data indicated that the patient experienced an appropriate treatment event on (B)(6) 2017. The lifevest detected ventricular fibrillation (vf) and a 150j treatment was delivered at 14:12:38. The post-shock rhythm was asystole. The patient remained in asystole, and the electrode belt was disconnected at 14:38:47. Post-shock asystole is a known potential outcome of defibrillation.